Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the defibrillation conductor was distorted, the inner tubing was kinked/buckled, there was blood in/on the helix mechanism and sleevehead, there was a tip seal observation, and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. This supplemental is based solely on the receipt of a 3500a report. Section f has been updated to reflect that report. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the defibrillation conductor was distorted, the inner tubing was kinked/buckled, there was blood in/on the helix mechanism and sleevehead, there was a tip seal observation, and there was apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead dislodged, and when the physician attempted to reposition the lead, the helix would not redeploy. The lead was cut and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that three days following the initial implant procedure, the patient fell at home. Four weeks afterwards, the patient went to the emergency department (ed) complaining of repeated shocks. It was reported that the right ventricular (rv) lead dislodged, and when the physician attempted to reposition the lead, the helix would not redeploy. The lead was cut and replaced. No further patient complications have been reported as a result of this event.